Manufacturer narrative:
Additional information was received that the physician did not suspect lead fracture. The stimulation was working fine. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving stimulation. High impedance was noted and there was disruption of electrical flow from an internal mid connection between lead and lead splitter. It was believed that there was a fracture. Device malfunction was suspected. The patient was reportedly getting stimulation after being reprogrammed. No further course of action will be taken.

Event description:
A report was received that the patient was not receiving stimulation. High impedance was noted and there was disruption of electrical flow from an internal mid connection between lead and lead splitter. It was believed that there was a fracture. Device malfunction was suspected. The patient was reportedly getting stimulation after being reprogrammed. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).